Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6), 2011, as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2001, and underwent a cholecystectomy in (B)(6) 2010, secondary to the pancreatitis. Post cholecystectomy, on (B)(6), 2011, liver function test were recorded, and baseline biliary obstructive symptoms were assessed and included right upper quadrant pain. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to and during the study stent placement procedure. The pancreatic duct was accessed transgastrically using a 6f cystotome and dilated with a currently implanted plastic stent prior to this procedure. Reportedly, "after dilatation of the transgastral access with the 6f cystotome, access was lost and a further attempt is planned." A 10mm x 40mm metal stent was deployed in satisfactory position across the stricture in the common bile duct. The subject was treated as an inpatient, admitted on (B)(6), 2011, and discharged on (B)(6) 2011. On (B)(6), 2011, the patient experienced a moderate peripancreatic cyst occurring at the location of the prior transgastric puncture of the pancreatic duct and was admitted to the hospital. It was reported that the patient had acute peripancreatic fluid accumulation after the previous intervention. The cyst was drained transgastrically. On (B)(6), 2011, the event resolved and the patient was discharged. The relationship between the event and the study stent was originally assessed as unrelated, per the investigator. "The peripancreatic cyst occurred at the location of the prior transgastric puncture of the pancreatic duct (corpus/cauda) and is therefore related to the prior endosonography with transgastric intervention but not to the study stent placement, which was performed before (near caput). In conclusion, we can rule out a relation of this sae to the study stent or placement procedure." However, this event was assessed as related to the study stent by the independent medical reviewer (imr): "it is not really known if this adverse event is related to the study stent as the peripancreatic cyst occurred at the location of the prior transgastric puncture four days post stent placement and could have been due to impaired pancreatic duct drainage." Additional information received since (B)(4), 2012: according to the physician, the peripancreatic cyst could be considered a sequel to acute pancreatitis.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2011, as part of the (B)(4) study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2001, and underwent a cholecystectomy in (B)(6) 2010, secondary to the pancreatitis. Post cholecystectomy, on (B)(6) 2011, liver function test were recorded, and baseline biliary obstructive symptoms were assessed and included right upper quadrant pain. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to and during the study stent placement procedure. The pancreatic duct was accessed transgastrically using a 6f cystotome and dilated with a currently implanted plastic stent prior to this procedure. Reportedly, "after dilatation of the transgastral access with the 6f cystotome, access was lost and a further attempt is planned." A 10mm x 40mm metal stent was deployed in satisfactory position across the stricture in the common bile duct. The subject was treated as an inpatient, admitted on (B)(6) 2011, and discharged on (B)(6) 2011. On (B)(6) 2011, the patient experienced a moderate peripancreatic cyst occurring at the location of the prior transgastric puncture of the pancreatic duct and was admitted to the hospital. It was reported that the patient had acute peripancreatic fluid accumulation after the previous intervention. The cyst was drained transgastrically. On (B)(6) 2011, the event resolved and the patient was discharged. The relationship between the event and the study stent was originally assessed as unrelated, per the investigator. "The peripancreatic cyst occurred at the location of the prior transgastric puncture of the pancreatic duct (corpus/cauda) and is therefore related to the prior endosonography with transgastric intervention but not to the study stent placement, which was performed before (near caput). In conclusion, we can rule out a relation of this sae to the study stent or placement procedure." However, this event was assessed as related to the study stent by the independent medical reviewer (imr): "it is not really known if this adverse event is related to the study stent as the peripancreatic cyst occurred at the location of the prior transgastric puncture four days post stent placement and could have been due to impaired pancreatic duct drainage."

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4). Study source: (B)(4) study clinical trial. (B)(6). (B)(4) relates to the patient issue of peripancreatic cyst. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.